Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08239. It was reported that guidewire entrapment occurred. The target lesion was located in the coronary artery. A 190cm filterwire ez was advanced to cross the lesion. However, by the time the filter embolic protection ez was tried to position, at the moment of the peel off to fix, it was not fixed. Another 190cm filterwire ez was advanced to cross the lesion and an 8.0-21 carotid wallstent was then advanced to treat the lesion. However, at the moment the wallstent was attempted to be released, resistance was present but did not detached from the system. When the wallstent was withdrawn, the filterwire came with the stent delivery system. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The spring tip is bent, additionally; the protection wire and sheath slit were received severely kinked. No damages were noted on the filter bag. The outer diameter (od) dimensional was found within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08239. It was reported that guidewire entrapment occurred. The target lesion was located in the coronary artery. A 190cm filterwire ez¿ was advanced to cross the lesion. However, by the time the filter embolic protection ez was tried to position, at the moment of the peel off to fix, it was not fixed. Another 190cm filterwire ez¿ was advanced to cross the lesion and an 8.0-21 carotid wallstent¿ was then advanced to treat the lesion. However, at the moment the wallstent was attempted to be released, resistance was present but did not detached from the system. When the wallstent was withdrawn, the filterwire came with the stent delivery system. No patient complications were reported and the patient's status was stable.